Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and under delivery of insulin on (B)(6) 2017 with blood glucose of 234 mg/dl. The customer experienced symptoms such as not feeling well. The customer was treated with manual injection. Customer alleged pump is under delivering because when the customer ate and gave insulin blood glucose level not going down. Customer had tried to bolus previously. Insulin pump will be returned for analysis and a replacement pump will be sent.